Event description:
Additional information received reported a replacement system was implanted on (B)(6), 2009. It was further noted the patient also had a second, existing pain stimulation device at the time of the infection. That device was implanted on (B)(6), 2009. No further information was reported.

Event description:
Additional information confirmed that the patient's implantable neurostimulator (ins) was explanted due to infection and that they had another ins implanted as they reported that it really helped with their disease condition.

Event description:
It was reported the patient's ins device was removed due to infection in may. The patient hopes to have another ins implanted later this year. No symptoms were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was infection when the device was put in, in (B)(6) 2009 and it was taken out a month later. It was logged the infection was "eating him alive" and he was hospitalized for a long time. It was then reported the incisions were opening up after the ins was taken out. It was noted the patient was later re-implanted because the pain was bad.